Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter exhibited tip breakage and the needle could not be removed from the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review: a review of the device history record was completed for sub-assembly# 004712bjf lot 7053926 manufactured from 03-mar-17 to 31-mar-17 in acam01 machine used in claimed lot 7117999. This lot was reviewed regarding the tests of ¿damaged component¿ and were not evidenced records that could lead to the claimed defect. However, records of "kneading cannula" at station # 06, chassi #01 of acam # 01 were found that may have generated the defect evidenced in the samples. Received on 10/12/2018 in bd sandy, 112 unused units in sealed packages and one used needle/hub assembly with needle cover in an opened package from catalog number 381112, lot number 7117999. Based on this bd juiz de fora was able to confirm the issue based on photos of the sample that the claimed defect as needle defect is kneaded cannula that was fitted inside the catheter. Conclusion(s): confirmed: bd was able to confirm the customer complaint for the claimed defect. Based on the investigations, it was verified that the root cause for this incident was caused by a failure occurred in the assembly / orientation station of the cannula on the acam # 01 machine, chassis # 01. This failure may have generated the part with the body of the kneaded cannula that arrived at chassi # 02 of the acam # 01 machine and was normally assembled as a common part, since it could not have been detected by the machine vision system or other controls.

Event description:
It was reported that bd angiocath¿ IV catheter exhibited tip breakage and the needle could not be removed from the catheter. No serious injury or medical intervention was reported.